Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure there was high impedance on the lead. The physician did not use the lead and implanted a new lead. No patient complications have been reported as a result of this event.